Event description:
It was reported by the rep that when the device, with reload cartridge, was used during the thoracoscopy procedure, it delivered an incomplete staple line. The case was converted to an open procedure due to excessive bleeding at the incomplete staple line. The pt lost approx 600cc of blood before the bleeding was contained and cut line sutured closed. One unit of blood was then transfused. The incision was then closed to complete the case. The event extended the or time by about 45 minutes and will extend the hosp stay approx two days according to surgeon. The pt is also currently experiencing paralysis in the left leg.